Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Additional information was received from a consumer. The patient was receiving morphine 4mg/ml at 1.3 mg/day and bupivacaine 2.5mg/ml at an unknown dose via the implantable pump. In may 2014, the patient was hospitalized for a pulmonary embolism (pe) and bilateral pneumonia. During that hospitalization, the patient lost weight and the pump became loose from the pocket. After months of moving around, the site became irritated. Finally, in (B)(6) 2015, the site became infected. In (B)(6) 2015, the pump was removed. Approximately 1 week after the pump was removed, the patient developed meningitis in their spine.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding a male patient who was receiving an unknown drug via an implantable pump for malignant pain and spinal tumors. On an unknown date, the patient experienced an infection around the pump unit. On (B)(6) 2015, the pump was removed due to the infection. Up until that point, the pump worked fine with no problems. Additional information has been requested regarding the drug information, the event date and the cause of the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.